Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple unspecified cartridge alarms occurred with multiple cartridges during the load process. There was no impact to the user's blood glucose level. Reportedly, the user successfully loaded a cartridge.